Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 28 tubes were under filling during collection with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: edta 3 ml underfill.

Event description:
It was reported that 28 tubes were under filling during collection with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: edta 3 ml underfill.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for label lift and underfill with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of label lift and underfill through a corrective and preventive action (CAPA#1064141). Whilst samples have been requested/sent in support of this complaint, the attached photograph more than adequately confirms the defect and allow this investigation to be completed. If on receipt of the samples they do not support the original decision, the complaint will be reopened and re-investigated. H3 other text : see h.10.